Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the technician couldn't interrogate the device. Upon magnet placement, a message appeared indicating that device reset had occurred. It was mentioned that the patient has not been interrogated since the implant in december. Patient is stable and will continue to be monitored.